Event description:
A 38 y/o female with gerd presented for anti-reflux procedure. Underwent laparoscopy with conversion to open nissen. During dissection with new 5 mm harmonic scalpel, last short gastric artery transected and retracted into splenic hilum. Unable to control bleeding, therefore spleen was removed.